Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Device data was reviewed and there were no recorded events or episodes recorded that correlate to the date and time of the sycnopal episode. The cause of the syncope has not been reported. This product remains in-service.